Manufacturer narrative:
The customer swapped out the monitor screens and the issue followed the screen. Customer monitor was returned and evaluated. The issue was duplicated; however, the display model is no longer in production, so the unit was scrapped and an exchange unit was sent to the customer.

Event description:
Imp (B)(4).